Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® blood collection set with luer adapter during withdraw nurse found patient's blood leakage. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during withdraw the blood, nurse found patient's blood leakage, nurse then changed a new bcs and re-withdraw the blood. No blood leaked on to naked skin. No pic no sample.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® blood collection set with luer adapter during withdraw nurse found patient's blood leakage. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: during withdraw the blood, nurse found patient's blood leakage, nurse then changed a new bcs and re-withdraw the blood. No blood leaked on to naked skin. No pic no sample.